Event description:
During baxter's functionality testing of a spectrum pump, it was found to not stay powered on while. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the experienced pump that would not stay powered on which was reproduced and determined to be caused by a seized motor. The failed motor assembly was replaced.